Event description:
The manufacturer received information from a customer that a trilogy evo is continuously alarming "ventilator service required" with a blinking red light while in patient use. There was no serious patient harm or injury that occurred or was reported. The device has not yet been returned for evaluation. Good faith efforts are actively being made to have the device returned for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.